Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing threshold measurements and gradually increasing pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. An alert was received in the remote home monitoring system and the device emit beeping tones as a result. Review of stored device data noted no noise on the presenting electrogram (egm) and shock impedance measurements were noted to be stable. Technical services (ts) discussed potential causes and troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. The suspected cause was felt to be related to calcification on the lead. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing threshold measurements and gradually increasing pacing impedance measurements resulting in high out of range pacing impedance measurements greater than 2,000 ohms. An alert was received in the remote home monitoring system and the device emit beeping tones as a result. Review of stored device data noted no noise on the presenting electrogram (egm) and shock impedance measurements were noted to be stable. Technical services (ts) discussed potential causes and troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.